Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds additional reported incidents against the provided product and lot combination. Previous events were investigated and confirmed the black plastic protector component had cracked and/or broken. The root causes were attributed to product design. The investigation could not draw any further conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The black tip was cracked.